Manufacturer narrative:
Requested patient demographics however not provided by customer. Concomitant medical products: heparin lock or ports. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the male luer broke off into a non bd connector during an unspecified infusion. The set was in use for either 30 mins. To several hrs. There was no harm to the patient.